Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer's normal glucose levels ranges from 125mg/dl to 140mg/d- fasting and she read 99mg/dl this morning fasting. Customer takes metformin and stated she even stopped taking genuvia on (B)(6) 2015, so her levels should have increased, and they have decreased instead. Denies having any symptoms at this time, no medical assistance is required. Strip expiration date is 03/31/2018 and strip open date is (B)(6)2015. Strip storage is not correct. Reviewed meter memory: a 99mg/dl (B)(6)2015 08:30:00 am fasting:yes. A 112mg/dl (B)(6)2015 08:30:00 am fasting:yes. A 122mg/dl (B)(6)2015 08:30:00 am fasting:yes. A 117mg/dl (B)(6)2015 08:30:00 am fasting:yes. A 101mg/dl (B)(6)2015 08:30:00 am fasting:yes.